Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that the cuvettes were malformed and melted. The discordant results were obtained when film was nearing the end of the cuvette canister. The customer removed and replaced the suspect film cartridge. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluation of instrument, the cse discovered a wrinkled film on a cuvette. The cse inspected the film tracking and handling. The cse then adjusted the top seal assembly and verified that cuvettes were sealing well. The cse ran quality controls, which were within acceptable ranges. The cause of discordant falsely low cholesterol and alp results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low results were obtained on four patient samples for cholesterol and alkaline phosphatase (alp) on dimension rxl max with hm instrument. The falsely low results were reported to the physician(s). The samples were repeated on the same instrument except for sample 150120019co, which was repeated on an alternate dimension rxl max instrument, all resulting higher than the initial results. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low cholesterol and alp results.